Manufacturer narrative:
The pipeline flex has been returned to medtronic. Evaluation is currently in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of a pipeline flex embolization device (ped) failed to completely open during a flow diversion procedure. The ped was used to treat a patient's saccular aneurysm located at the petrous segment of the internal carotid artery. Patient vessel tortuosity was described as normal. The aneurysm measured 10mm in max diameter and 4mm in neck width. Landing zone artery diameters were 4.1mm distally and 5.3mm proximally. It was reported the ped was prepared as indicated in the instruction for use. The microcatheter was flushed with heparinized saline during the procedure. During advancement of the ped via the microcatheter, no friction was encountered. When the ped was first unsheathed, the distal segment only opened 50%. More than 50% of the ped braid was unsheathed, the distal segment of the ped braid remained not completely opened. The reported ped had been resheathed two or less times. This ped with the microcatheter was removed from the patient. No patient injury reported. New flow diverter was used to complete procedure for the patient.

Manufacturer narrative:
The reported device was received without the pipeline flex embolization (ped) braid, the implant. Only the delivery wire of the ped system was received. Upon evaluation, the received delivery wire did not have any signs of damage or anomalies. As the reported ped braid, was not returned, evaluation could not be performed. The report of ped braid failure to open at the distal segment could not be confirmed and the cause of the reported clinical experience could not be conclusively determined. The ped braid return has been request. Should the component be received for revaluation, or additional information is available, a supplemental MDR will be filed. If information is provided in the future, a supplemental report will be issued.